Event description:
On (B)(6) 2012, pt reported changing her insulin cartridge and infusion set on (B)(6) 2012. Pt stated when she changed the cartridge, she usually puts in 200 units of insulin and then adjusts the piston rod of the infusion device. Pt reported when she changed the insulin cartridge, she had more than 200 units of insulin in the cartridge, so when she adjusted the piston rod to 200 units and placed the cartridge in the infusion device, insulin squirted out of the top and went into the insulin cartridge compartment of the infusion device. Pt stated it was a small amount of insulin and there was not insulin that poured out of the infusion device. Pt reported she was able to dry it out she thought. Pt stated she noticed there were condensation droplets inside of the cartridge compartment today. Had pt take the insulin cartridge out. Pt stated she didn't think there was a leak. Pt reported the condensation is below the piston rod and there are condensation drops along the cartridge compartment glass. Advised to let it dry out on its own and to go on the backup infusion device. Assisted pt with switching to her backup infusion device. Pt stated when she put the insulin cartridge in and started to prime, she noticed there was condensation in the cartridge below the plunger. Had pt take the cartridge out, dry it, and place a cotton swab under the plunger; cotton swab was wet. Educated pt on how to fill the insulin cartridge and to have the infusion set tubing attached to the cartridge. Pt reported she had forgotten to put the tubing on before putting the cartridge in on friday. On call back on (B)(6) 2012, pt reported the infusion device is dried out and she is ready to switch back to it. Assisted pt in switching back to the primary infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare profession or second party to address the issue. Product was replaced and requested return of the alleged infusion set, insulin cartridge, and infusion adapter for evaluation.

Manufacturer narrative:
.